Manufacturer narrative:
On 19 september 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Initial review indicated the system was within the post-insertion stabilization period, and the user was advised to allow additional time and perform calibrations as prompted. On 8 october 2025, the user continued to express dissatisfaction with the system performance, thus a sensor re-link was advised. Following the re-link, the sensor performance was monitored, and a sensor replacement was approved due to system performance concerns. An RMA was issued for return of the sensor for further investigation. Upon receipt, a visual inspection and functional testing were performed, and no anomalies were observed. A review of the in vivo data did not reveal any anomalies. The observed inaccuracies are potentially due to lag since the sensor glucose eventually caught up to the calibration (capillary) entry after 3-4 sensor readings. As a resolution, the user was offered a sensor replacement. B4.date of this report 18 dec 2025. G3.date received by the manufacturer? 18 dec 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 4256. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.